Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a 325cc mentor memorygel breast implant. On (B)(6) 2018 the patient began experiencing left sided pain and swelling. A possible hematoma was suspected. On (B)(6) 2018 the patient had a capsulectomy, explant, and re-augmentation. During the procedure explant rupture was confirmed.

Manufacturer narrative:
An additional review of this complaint was performed on (B)(6) 2018 and it was determined that inflammation code initially submitted with this complaint was unnecessary, as it is a symptom associated with the hematoma. The evaluation on the returned device was completed by the failure analysis lab on 11/14/2018. Device evaluation summary: it was reported that a (B)(6)-year-old female underwent primary breast augmentation with a 325cc mentor memorygel breast implant. On (B)(6) 2018 the patient began experiencing left sided pain and swelling. A possible hematoma was suspected. Upon receipt by mentor, the gel contained in the device appears clear. Red and yellow material was observed within the device. Yellow material and gel was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 7 cm on the posterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red and yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture and hematoma are known complications associated with these devices and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).